Manufacturer narrative:
A visual and dimensional analysis was performed on the returned device. The tip separation was confirmed. The difficult to remove could not be confirmed due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the cause of the difficulty removing, and separation is related to the circumstances of the procedure. The device was not tested due to the condition of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was treat a heavily calcified de novo superior femoral artery (sfa). A 6.5x40mm supera self-expanding stent system (sess) was successfully implanted. During removal with fluoroscopy of the stent delivery system some resistance was met with a non-abbott y-connector. The tip separated but remained on the guide wire and was removed as a single unit. There was no adverse patient effect and no significant clinically delay. No additional information was provided.